Event description:
This pi is for the surgical intervention for arthrofibrosis. Information received from iis 2023-001 indicates the following: wound infection suspected (B)(6) 2013, IV vanc, no return to or. Later needed to be on lifelong oral antibiotics for chronic suppresion. Surgical intervention for arthrofibrosis (B)(6) 2015. Left knee.